Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
China cfda contacted stryker to report that a customer's device electrodes were coming off the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The was determined to be unrepairable, so the device was not returned for investigation. The reported issues were not able to be verified and were not able to be duplicated. Root cause could not be determined. The power cord was replaced to resolve the issue.

Event description:
China cfda contacted stryker to report that a customer's device electrodes were coming off the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.